Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR-the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that a manufacturing conclusion cannot be presented due to the condition of the product. The manufacturing records show that the device met the specifications at the time of manufacturing. This complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. (B)(4). This instrument is one of three t15 drivers included in the synfix-lr system to insert and final tighten screws. The system also includes a screw holding instrument (03.802.038) to help control the drivers upon entering the aiming devices. The chu engineer reviewed the associated drawings for the 03.802.431 driver (03_802_431 rev a, 03_802_331_1 rev b, 03_802_230_2 rev f, 03_802_230_3 rev c, and 03_802_230_2_2 rev b). These drawings detail the appropriate dimensions, materials (custom 465 stainless steel and peek), and finishing processes for an angled t15 driver with a u-joint with position memory. The complaint description indicates the surgeon used these instruments during synfix revision. The instruments failed when removing screws. The returned instruments include a u-joint and driver lobes failure. The chu reviewed the us complaint history for similar failure modes during implant removal. These are potentially the first reported failures in a revision surgery. The complaint description and the type of instruments required to remove the synfix implant suggest the surgeon subjected the drivers to unusually extreme clinical forces. Since the drawings for the instrument are appropriate and this is possibly the first driver complaint during a revision, the disposition of this complaint from a pd perspective is indeterminate. Placeholder.

Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 2 of 13 for (B)(4).